Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they noticed starting about 2 weeks ago, a crazy/funky sensation in the front. They turned stim off and noticed the sensation felt better. The patient was redirected to their healthcare provider to further address the issue. The patient confirmed that the rep helped only with the MRI and other compatibility and was not aware of the crazy/funky sensation in the front.